Manufacturer narrative:
Block b3: exact date unknown, event occurred 12 months to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing postoperatively. The explanted device will not be return as per facility policy.